Event description:
It was reported complainant stated "strange and suspicious elements inside the sterile packaging."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information received via email on 06/23/2014 confirming a total of (B)(4) affected batches providing the product codes and affected lots. It is unknown if the affected products lots have been distributed to the market. Additional information was received via email on 06/26/2014, informing the complaint is the same for all presence of suspicious elements (filament/hair) inside the closed and sterile packaging. Additional event information was requested on 06/18/2014, 06/25/2014 and 07/01/2014. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases. No additional information has been received. Should additional information become available, a follow-up report will be submitted.